Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -19.5 diopter, in the patient's left eye (os) on (B)(6) 2008. The lens was explanted on (B)(6) 2015 due to lens opacity (anterior subcapsular). The cataract was removed and an iol was implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
The lens was returned dry in case/vial; visual inspection found no visible damage; measurement found the lens within specifications. Previous (B)(4) (new incision) was incorrect; only secondary surgery for explant was reported. (B)(4).